Manufacturer narrative:
Result code: malfunctioning cpu board hindered footboard and siderails electrical functions.

Event description:
It was reported by service report that there were no electrical functions on the footboard and head-end siderails. No pt involvement or adverse consequences were reported.